Manufacturer narrative:
Device received with cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the reservoir was stuck in the reservoir compartment and was not able to take it out. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned be for the analysis.